Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage. The following information was provided by the initial reporter: customer returned 1 bag of luer-lok syringe only 309657 with complaint "leaking".

Manufacturer narrative:
Samples received from the initial reporter confirmed that the device involved with this incident are not manufactured by bd. This complaint and the initial MDR submission, (MFR report #: 1213809-2021-00758), can therefore be disregarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage. The following information was provided by the initial reporter: customer returned 1 bag of luer-lok syringe only 309657 with complaint "leaking".